Event description:
It was reported that the insulin pump experienced an unexpected restart alarm. Customer's blood glucose reading was 123 mg/dl. Nothing further reported.

Manufacturer narrative:
Findings: pump passed displacement test, operating currents, self test and off no power test. No unexpected off no power alarm. Unit monitored and time/date function properly. No reservoir empty alarm during testing. Unit received with a21 alarm during a21 error test due to c13 voltage leak. No a17 alarm. Pump received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip. Unit received missing end cap sticker.